Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings:a review of the pump black box data revealed multiple loss of prime warnings associated with low, non-zero forces. During testing, the pump was exercised for 24 hours with no duplicated loss of prime warnings. The force sensor calibration measured within specifications. A battery cap was not returned with the pump; a test cap was used to complete investigation. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.